Event description:
As reported, when the user attempted to use a ncircle tipless stone extractor for an ursl (ureteroscopic lithotripsy) procedure the "switch of the grip was faulty and cannot be operated". A new same type of device was used to complete the procedure without difficulties. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
G4 - PMA/510(k) # exempt this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.